Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the no telemetry condition, and also found no magnet response. Additional testing determined that the reed switch was functional, and that there was higher than nominal current drain. Upon the removal of power from the device, the failure condition was lost and the device functioned nominally. Attempts to re-create the failure were unsuccessful. Therefore, the cause of the no telemetry condition could not be determined.

Event description:
Asku